Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the vio dv 2.0 integrated electrosurgical unit (erbe) due to a non-recoverable error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted pancreatectomy segmental surgical procedure, the biomedical engineer called the technical service engineer (tse) the vio dv 2.0 integrated electrosurgical unit (erbe) displaying a non-recoverable error code c-34 upon startup. The biomedical engineer attempted to resolve the issue by exchanging the vision side cart (vsc) with another system, but the error persisted. The procedure was converted to another dv system with no reported injury.